Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm. The customer's blood glucose level was 154 mg/dl. The customer was unable to troubleshoot. The product was not replaced or returned.